Manufacturer narrative:
Patient weight is unavailable from the site. Device lot number and expiration date are not available from the facility. The device was discarded by the user. Device manufacture date is dependent on the device lot number, thus is unavailable. The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A philips representative reported that a cardiac lead management procedure commenced to remove 2 pacing leads, one right atrial (ra) and one right ventricular (rv). A spectranetics glidelight laser sheath 500-301 was utilized to facilitate lead extraction. Heavy scarring stalled progress towards the entrance of the superior vena cava (svc). As the glidelight progressed past the svc, there was a decrease in the patient's blood pressure and rescue interventions began. Surgeon noticed a ¿5cm tear¿ of the svc. The tear was repaired over the course of 2 hours. Patient was stabilized. Brain damage was observed post case. Patient expired 3 days later.